Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing the catheter stylet was confirmed but the exact cause was not determined. The product returned for evaluation was a segment of the hydrophilic PICC stylet. The segment was thickly coated with usage residue and contained regions of coil wire that were unraveled and elongated. The core wire was observed to be missing and was not returned with the section of coil wire. The stylet tab was also missing and not returned. Microscopic examination of both wire ends found that the proximal wire end contained the reflective and striated patterns associated with an intentional cut. The distal wire end terminated at the flattened tip, which was originally welded to the core wire, and the tip was also curved into a ¿j¿ shape. The unraveled/elongated proximal end of the wire, along with the ¿j¿ shape to the distal tip were both indicative of a tensile pull on the wire, which supports the complainant event. However, it could not be determined from the provided evidence what originally caused the wire to be difficult to remove from the catheter. A lot history review (lhr) of rebp0404 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported problem with the removal of the guidewire. It was necessary to use another catheter. No patient harm. On (B)(6) 2018-sample evaluation found frayed guidewire.